Event description:
Caller performed a back to back test with her device and another device. Caller's device read 272mg/dl and the other device read 107md/dl. No timeframe between results was provided. Caller states that due to the high readings on her device she went to the doctor. She reports the doctor did no perform any tests, but prescribed diabetic pills based on the device results. No adverse event was reported due to initiating diabetic medications. No glucose control solutions were used.requested return of suspect device and replacement was sent.